Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet after a recent supply change, observed insulin drops at the tubing tip during a phone system check, and was advised that the infusion set site could be compromised; the user elected to administer a subcutaneous insulin pen injection and disconnect from the ilet temporarily pending guidance from a healthcare provider. Symptoms included hyperglycemia. Outcomes included user-performed manual insulin dosing and temporary discontinuation of pump therapy without hospitalization or injury. Investigation included telephone troubleshooting and user education. Investigation of this case revealed a suspected infusion site issue, though the site was not inspected at the time of the call. It was concluded that the cause of hyperglycemia was unclear, with a potential contribution from an infusion set site problem. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.